Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent allegedly collapsed, and it is said to be that this has occurred multiple times across the organization. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. Potential factors that could have led or contributed to the reported event have been evaluated. Difficult patient anatomy, a challenging placement site, insufficient predilation or incorrect handling during deployment may be contributing factors. In this case, only very limited information was provided about the incident. A manufacturing related cause was considered; however, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Based on the information available, a root cause could not be determined. Based on information available, the investigation is closed with inconclusive results for stent deformation. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instructions for use regarding selection of the correct size of the covered stent the instructions for use states: special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using the covera vascular covered stent. During the procedure, the stent allegedly collapsed, and it is said to be that this has occurred multiple times across the organization. There was no reported patient injury.